Manufacturer narrative:
(B)(4). Concomitant medical product: c/m hum assy lng flange 8in sml catalog # 32-8105-035-08. Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that patient is considered for revision for unknown reason. Pmi group is requesting a (B)(4) custom made pin kit / bushing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event was reported on 0001822565-2017-06329.